Event description:
It was initially reported that the serial cable for the physician's handheld was frayed. The cord had frayed from wear over time and it did not appear to be the result of a single event. The serial cable was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.